Event description:
Information received indicates the technician found the ground resistance on the bed has a high reading.

Manufacturer narrative:
The technician found the wires in the power cord plug were loose. He tightened the wire connections to repair the bed.